Event description:
Mic key gastrostomy tube balloon (placed 2007) deflated, tube came out. Physician unable to replace tube in vascular radiology, so pt taken to surgery for replacement tube. Physician states he has problems with the integrity/durability of these balloons. He states he usually changes the mic key tubes proactively every 3 months for the above reason.